Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed, and this report will be updated at that time.

Event description:
It was reported that this pacemaker system exhibited high out of range pacing impedance measurements greater than 3000 ohms. As a result, the patient underwent a revision procedure of the entire system. The physician suspected the right atrial (ra) port of the header was defective, so they made the decision to explant the device. No additional adverse patient effects were reported. The device is expected to be returned for analysis.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed, and this report will be updated at that time.

Event description:
It was reported that this pacemaker system exhibited high out of range pacing impedance measurements greater than 3000 ohms. As a result, the patient underwent a revision procedure of the entire system. The physician suspected the right atrial (ra) port of the header was defective, so they made the decision to explant the device. No additional adverse patient effects were reported. The device is expected to be returned for analysis.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual inspection of the header and ports revealed no abnormalities. A series of diagnostic tests were conducted that verified the performance of pacing, sensing and recording functions of the device commensurate with battery voltage. The device functionally passed all returned product testing. Laboratory testing was unable to reproduce the reported clinical observations, and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations. At this time, the product has not been returned. If the product is returned, analysis will be performed, and this report will be updated at that time.

Event description:
It was reported that this pacemaker system exhibited high out of range pacing impedance measurements greater than 3000 ohms. As a result, the patient underwent a revision procedure of the entire system. The physician suspected the right atrial (ra) port of the header was defective, so they made the decision to explant the device. No additional adverse patient effects were reported. The device was returned for analysis.